Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd (B)(6) needle 20ga 1.25 in was clogged. The following information was provided by the initial reporter: "the guide cannula is not permeable during the (B)(6)needle procedure."

Event description:
It was reported that bd spinal needle 20ga 1.25 in was clogged. The following information was provided by the initial reporter: "the guide cannula is not permeable during the pencan spinal needle procedure."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-13. H6: investigation summary one physical sample and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that the introducer is not properly assembled to the hub. A device history review was performed for reported lot 2001016, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes visual inspections throughout the manufacturing process according to procedure, including verification the needle is free from defects. While we could not identify a direct issue, it was determined this incident is related to an issue during the assembly of the introducer, causing the cannula to be off center from the hub and preventing the needle from properly being inserted as reported.